Event description:
It was reported that the right ventricular (rv) lead delivered multiple inappropriate shocks due to oversensing. The lead was confirmed to be fractured. It was initially programmed off and then subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 407652 lead, date of implant (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.